Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a neurovascular surgery was performed in a patient to treat severe stenosis in the right middle cerebral artery (mca) m1 segment. During the procedure the operator prepared to deploy the subject stent along with a guidewire through a guide catheter. However during delivery of the subject stent felt resistance while advancing through the guide catheter. The operator withdrew the subject stent and found it deployed in the shaft of the guide catheter. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was maintained for the duration of the procedure. The patients anatomy was described as 'moderately tortuous'. It was reported that the user 'prepared to deploy a subject stent. Checked the stent and flushed it, and then delivered it along with guidewire. However during delivery resistance was encountered so the operator withdrew the subject stent and found it deployed. So replaced it with another stent to finish the procedure'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the as reported "stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' in this complaint.

Event description:
It was reported that a neurovascular surgery was performed in a patient to treat severe stenosis in the right middle cerebral artery (mca) m1 segment. During the procedure the operator prepared to deploy the subject stent along with a guidewire through a guide catheter. However during delivery of the subject stent felt resistance while advancing through the guide catheter. The operator withdrew the subject stent and found it deployed in the shaft of the guide catheter. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.